Manufacturer narrative:
Device evaluated by manufacturer updated. Evaluation codes added. Service in the field was performed on (B)(6) 2015. The replaced top cover s/n (B)(4) was not returned to the manufacturer.

Event description:
It was reported that during a prostate procedure, the laser systems touch screen went black. The procedure was completed using an alternate procedure (turp). Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
System analysis/field service repair: the system was powered on; the reported black display was confirmed and found to be the result of a bad cable in the neck of the display. The laser system top cover was replaced, the system tested and verified to specification.